Event description:
A malfunction with code malf 12 was reported, but no notable events occurred prior to it. The malfunction was resettable, and technical support assisted the customer in resetting the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. After resolving the issue, the customer was informed they could continue using the pump and advised to call back if any further malfunction codes appeared.